Manufacturer narrative:
The carefusion failure analysis engineer examined the main pcba coldfire and found that on power-up the unit is going immediately into vent inop. Pcba was installed into a known good vela test vent. The error log contains vent inop, motor fault, high rate, low ve and post dac or adc error. Measured power supply 24vdc and found it to be 23.856vdc which is within tolerance. Measured the voltage at pin 7 of u603 and found it to be 2.359vdc which is out of tolerance. The post dac or adc error issue is caused by a defective r608 in the voltage divider circuit that divides the monitored power supply 24vdc down to 4vdc. Finding/root-cause: duplicated complaint allegation that the unit displays vent inop, motor fault and post dac or adc error. Defective vela main pcba coldfire. Defective 100k ohm resistor. This issue is being addressed in an internal correction.

Event description:
The customer reported that while in patient use the ventilator gave vent inop, motor fault, post dac or adc error, no audible alarm during the incident. The patient was transferred to a different ventilator, no patient harm.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer per return goods authorization.